Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had shocking and pain at implantable neurostimulator(ins) site. Patient noticed this when she bends backwards or moves a certain way. Patient stated the pain goes away really fast but still stings when it occurs.